Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and coma. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient reported returning from a coma (occurrence date (B)(6) 2026) related to diabetes management and subsequently experiencing a non-functioning controller. The patient stated the controller initially displayed a loading screen stalled at 20 of 26 and later failed to power on. Medical assistance was required due to hospitalization associated with the coma episode. The patient later confirmed that the coma was related to diabetes management and not attributed to a pod issue. A replacement controller was sent and received. Multiple follow-up contact attempts were made; however, additional information regarding the event could not be obtained. Blood glucose data, device lot numbers, sequence numbers, serial numbers, and controller settings were not available. A backup treatment method was utilized. A supplemental report will be provided if additional information is received.